Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, it was reported that the patient underwent a revision surgery under general anesthesia on (B)(6) 2021 in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.